Manufacturer narrative:
It was reported that the patient's knee is tight in extension. A procedure is planned to perform a manipulation and resurface the patella. The patella was not resurfaced during the primary procedure. Poly inserts will be exchanged during the procedure. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was reported that the patient's knee is tight in extension. A procedure is planned to perform a manipulation and resurface the patella. The patella was not resurfaced during the primary procedure. Poly inserts will be exchanged during the procedure.